Event description:
It was reported that 5 pen ndl 32g 4mm ef experienced a cannula that broke off. The following information was provided by the initial reporter: breaking of needle of pen needle while using. Patient is using bd pen needle penta point (320597). Needles of pen needle are breaking. Patient is not sure whether it is breaking under skin or out side.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 pen ndl 32g 4mm ef experienced a cannula that broke off. The following information was provided by the initial reporter: breaking of needle of pen needle while using. Patient is using bd pen needle penta point (320597). Needles of pen needle are breaking. Patient is not sure whether it is breaking under skin or out side.